Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 05/27/2016. Retain and return product was tested and performing to specification. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. (B)(4) retained cartridges from the lot were tested using whole blood, I-stat level 2 control and I-stat tricontrols level 2 control. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. (B)(4) returned cartridges from the lot were tested using whole blood and I-stat level 2 control. Testing met the acceptance criteria found in q04.01.003 rev. X, appendix 1 - product complaint level 2 and level 3 investigation procedure. The investigation confirmed the lot is performing to specification. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory.

Event description:
On (B)(4) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient presented to the ed on (B)(6) 2016 complaining of flu-like symptoms. The patient was treated and discharged to home. The patient returned to the ed on (B)(6) 2016 with the same complaints - fever, chills, global pain, abdominal pain and shortness of breath. A flu test came back negative. The patient was admitted and remains in the hospital. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). At the time of the event, there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).